Event description:
Reporter indicated that patient was found dead at pt's home. Cause and date of death are unknown at this time. Autopsy report is pending. Attempts to obtain additional information have been unsuccessful to date.